Manufacturer narrative:
All better bladder units are visually inspected and tested during manufacturing prior to release. Testing includes a pull test and leak testing to verify a hermetic seal. The units met all acceptance criteria. Evaluation of returned product and retain samples confirmed the product complaint. The units were found to have insufficient adhesive applied during the assembly resulting in an ineffective seal between the pigtail and the housing port.. This issue is isolated to one manufacturing lot, lot 5290-201001. This manufacturing lot was recalled on 4/27/2021. Root cause: insufficient adhesive. Correction/containment: recall and replace. Corrective actions: an additional step is being incorporated into the assembly of the bb14 and bbb38. Henceforth, additional adhesive will be applied to the external juncture between the pigtail and the housing port, the adhesive to cover at least 1/8" along the entire periphery of the external wall of housing and at least 1/8" along the entire periphery of the od of the pigtail. This enhancement would assure more adhesive, a post assembly visual observation of the adhesive and the additional sealing that has proved effective for the seal between the large tube and the housing, a seal that has that bead. Preventive actions: add pull gage with force requirement to the process specification. Add an in-process and finished product visual inspection of the glue bead around the pigtail.

Event description:
On 4/16/2021, cti was notified by the ECMO coordinator that while conducting the required leak tests, a bb14 unit leaked. Placing the unit under water with it ¼" tubes clamped off and pressure applied to the pigtail showed bubbles escaping from the juncture between the housing and pigtail. When wiping the pigtail off, it disconnected from the housing. The product was identified as lot # 5290-201001. There was no patient involved as the leak occured prior to use of the product.